Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Results: a sample was not returned for evaluation. Inspection of the device via photos was conducted and it was confirmed that it had a crack in the product. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4344335. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a consumer that the paxgene® blood rna tubes (16x100 mm / 2.5ml) have been found to be cracked when frozen at -80c. There was no report of injury or medical intervention.